Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (objective lens broken).

Manufacturer narrative:
This device is not distributed in u.s., so that 510k# is blank. We checked the returned unit and confirmed that the objective lens unit was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the objective lens unit. In addition, we confirmed that the nozzle gluing missing, and the eog valve loosened; however, they are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report, ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.